Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v386121, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the strain relief loop left in the scalp was eroding through the skin. The patient was seen by her neurologist and mentioned she had a spot on her head that her hairbrush would catch on occasionally. After further examination it was clear the lead was eroding through the skin. No diagnostic troubleshooting was needed. The patient's entire right sided system was removed and the issue was resolved. She was alive with no injury. The patient's indications for use were parkinson's dual and movement disorders.